Event description:
Reporter indicated that the patient has been hospitalized for severe pain and that their heart rate increases with stimulation. The pain reportedly began approximately one week after stimulation was initiated. The pain is described as constant, but worse with stimulation. Patient's neurosurgeon indicated that the patient's pain was not related to the vns. The patient has reportedly undergone a cardiac work-up during their hospital stay that was negative. The patient reports that they have attempted to stop stimulation with the magnet, but was unsuccessful. The patient is on a duragesis patch, oxycontin and morphine pca for the pain. These treatments have been unsuccessful in relieving the patient's pain. The patient's device was explanted and the patient is no longer experiencing the pain that they had before explant. Attempts to obtain additional informaion have been unsuccessful to date.